Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion, which was drained. It was also reported that the right atrial (ra) lead dislodged and was revised. No further patient complications have been reported as a result of this event.